Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. A 6.0mmx100mmx150cm sterling balloon catheter was advanced but the balloon also ruptured during third inflation at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported.